Event description:
Follow-up revealed the patient was admitted to the hospital due to increased pain. The patient also had a stroke and seizures. Surgical intervention remains pending.

Event description:
Follow-up revealed the physician had decided the falling and weakness was not associated with the scs system at all. No further intervention is planned for the lead.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient had multiple falls and experienced weakness in his legs. CT scans were taken and the doctor is concerned the space surrounding the lead is narrowing down due to increasing kyphosis. As a result, the patient will undergo surgical intervention.